Event description:
It was reported by service report that the footboard pins was pushed in, resulting in the footboard having no functionality. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: footboard had no functions available due to bent/damaged pins.